Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent coronary artery bypass surgery on (B)(6) 2014 and a reservoir was used. When the patient was transferred to the ICU it was noted that the reservoir was not suctioning properly. The surgeon opines that the anti-reflux valve was not working properly. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.